Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the device failed to capture. Data from a visit three months previous suggested that rrt was near. Previous battery data was 11 kohms and 2.45v, with the magnet rate still at 70.5 ppm. The battery impedance at explant was 17 kohms and the magnet rate was 70.5 ppm.